Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported there was no change in activity or programming that led to charging more frequently and ins would not fully charge. The patient stated it had low battery once and from then they could not fully charge. The patient stated they tried to fully charge the battery many times, up to three hours, "with no luck." No further complications were reported/anticipated.

Manufacturer narrative:
Event date was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that patient charges more frequently and doesn't/wouldn't fully recharge. Patient mentioned that they let the ins get really low and then ins was charged up a couple years ago prior to report. Patient had not been recently reprogrammed or switched to a new group or increase parameters. Patient said that they take oral medications so they see their healthcare professional on monthly basis. No patient symptoms reported. No further complications were reported as a result of this event.